Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient could not charge the ipg. It was determined that the ipg was too deep. The patient underwent a procedure wherein the ipg was replaced per physician's preference. No device malfunction was suspected. The patient was reportedly doing well post-operatively.